Event description:
It was reported that during use of the co-pilot bleedback control valve, leaking was noted where the devices enter the co-pilot. Multiple devices were used with the co-pilot, including a guide catheter extension and a non-abbott mechanical injector device. The physician wonders if the leaking is due to interaction with the devices or due to the additional pressure during use of the mechanical injector device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: other: assist mechanical injector, guide catheter extension. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.